Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "in ICU, during the insertion, the swg was found kinked during used on the patient. Same thing happened with three consecutive ones until the fourth catheter kit was used." The fourth guidewire was successfully used. The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00407, 3006425876-2025-00408, and 3006425876-2025-00409.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "in ICU, during the insertion, the swg was found kinked during used on the patient. Same thing happened with three consecutive ones until the fourth catheter kit was used." The fourth guidewire was successfully used. The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00407 and 3006425876-2025-00409.